Manufacturer narrative:
The insulin pump had a motor error alarmed during rewind due to corroded on motor home switch. There was no moisture damage found on electronic assy. Analysis was unable to verify the prime anomaly due to motor error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The notes state there was no detection of the reservoir during priming. Troubleshooting was not performed. The device will be returned for analysis.